Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimul ator for chronic low back pain, spinal pain, and failed back surgery syndrome. It was reported that the patients device was overdischarged. The patient reported poor communication and reposition antenna screen on the recharger. The patient stated she was unable to perform a trickle charge. The patient stated she was having trouble connecting and charging both of the batteries and that it took eight hours to charge either battery. She had difficulty staying in one spot because she would lose connection and see reposition antenna screen. It was reported the patient had not charged in over a month due to non-compliance. The representative thought the issue was the recharger. There was conflicting information- the rep stated the recharger screen was blank and the patient reported reposition antenna screen. The patient was called to confirm and stated the recharger was showing reposition antenna screen, the recharger was not letting her perform a trickle charge and the recharger was taking a charge from the wall. No patient symptoms were reported as a result of this event. Additional information received. The rep stated that neither recharger issue or overdischarge had been resolved. The patient was going to meet with the rep sometime next week when she would have more time. No patient symptoms reported. Additional information: it was reported the patient did not make their appointment and it is now scheduled for (B)(6) 2017. No further information was reported. Additional information received. It was reported that no further attempts would be made to recover the battery. Their surgeon conveyed to them that they would get two new batteries and the patient did not want/refused battery recovery. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins serial (B)(4). Found a procedural nonconformance- the battery had reduced capacity due to overdischarges. (B)(4): analysis information -- 2018-02-08 18:29:00 cst pli# 10, product ID# 97714 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis determined that the implantable neurostimulator (ins) is functioning within specifications but has reduced capacity due to {x} overdischarge{s}. [***include if found in analysis***] the ins had no telemetry and no output when it was received for analysis. A normal recharge started after (x) physician mode recharge{s} (pmrs). After recharging, there was good stable output from the ins and it passed the final functional test on the automated test console. The ins passed the final functional test on the automated test console. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs referenced to the {} electrode. After {1} pmr(s), the ins recharged normally. Analysis found the ins had reduced capacity due to {2} overdischarge(s). The overdischarge along with the amount of time the device was not used damaged the battery causing a rapid discharge the ins did not sync with a {ultra//sensor//activa dbs} patient programmer. The ins was recharged at body temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. {} analysis determined that no telemetry was observed with an n'vision clinician programmer. Due to the reported complaint, a coupling test was performed to verify the ins was obtaining good coupling. Recharging was performed at 0, 1, 2, and 3 cm spacing to monitor coupling. {see comments/results} the same coupling was observed on a known good ins. If information is provided in the future, a supplemental report will be issued.